Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping/ severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and menstrual disorder ("other injury(ies) or complication please describe: unpredictable menstral cycles"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: she was currently planning for essure removal. Discrepancy noted: date(s) of insertion: (B)(6) 2014 (as per pif). Most recent follow-up information incorporated above includes: on 28-apr-2020: case became incident. Removal surgery & details added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.